Event description:
It was reported that the right ventricular lead and right atrial lead were connected to the wrong ports in the device header. The issue was noted at the first device follow-up. The leads were re-seated in the appropriate ports and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : addr01 implantable pulse generator (ipg), (B)(6) 2013. (B)(4).